Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 27 mg/dl while wearing the pod for 3 days. The patient reports they had been sweating. The patient reports they had not consumed food on the day of this event. The patient was taken to the emergency room. The patient was treated with glucagon. The patient was at the emergency room for 6 hours. The patients pod will not be returned as it has been disposed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.